Event description:
A (B)(6) male patient was flight transferred from one facility to phoenix banner health systems while being supported by the impella lp 2.5 pump. During the flight the patient was shocked multiple times. The patient was taken directly to the operating room at which time the impella console was switched. Once in the operating room the patient was found to be going in and out of ventricular fibrillation. The chest was opened, and the patient was placed on cardiopulmonary bypass (cpb). A left ab5000 ventricle was placed at 9:14am, and the left ventricle apex to the aorta was cannulated. The patient still has not improved and the clinicians decided to place a right ventricular assist device. A right ab5000 ventricle was placed at 10:12 am, cannulating the right atrium to the pulmonary artery. The patient remained in the operating room for several hours as a result of bleeding from the 10mm arterial cannula. The bleeding occurred and was leaking through the hemashield graft, and there was widespread diffuse oozing due to patient condition. The surgeon applied surgical fibrin snf sealant patch and then wrapped a 12mm graft around the cannula graft that was bleeding. The patient was then taken to the ICU, and the impella lp2.5 was removed from the patient. In spite of receiving large amounts of blood products the patient was hypotensive, resulting in the patient's return to the operating room. The patient's chest was packed and then was the brought back to the ICU. Subsequent discussion with the physician involved in this event suggested that there was widespread patient coagulopathy. This was perhaps worsened by some oozing from this cannula, but it was not a sole instigator of the event, nor was it directly responsible for the large amount of blood products given to the patient, as there was nothing to suggest that it was solely related to the graft bleeding. The clinicians reported that the patient subsequently expired due to "multi-patient-systems failures".

Manufacturer narrative:
This complainant involved a 10mm hemashield graft cannula used with an abiomed ab ventricle. All efforts to obtain the exact cannula lot number have been unsuccessful. The cannula was discarded subsequent to use. The ab ventricle set 10mm/42atrial (hem) serial number, etc. Has been obtained: model number: 0055-1042-ha, serial number: (B)(4), lot number: 2012134263, manufacture date: 12/2011, expiration date: 12/01/2013. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report when received. (B)(4).